Manufacturer narrative:
Device evaluation summary: medtronic conducted an investigation based upon all information received. It was reported that while in use on a patient, the 980 ventilator generated an inoperative message. The device was available for evaluation. A review of the system logs indicated that the ventilator entered back up ventilation. The medtronic field service engineer (fse) inspected the device, found the unit displaying calibration required at start up and found an associated diagnostic code. The reported issue was confirmed. The fse was unable to duplicate the reported issue. The likely cause of the event was unable to be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, while in use on a patient, a 980 ventilator generated an inoperative message. The ventilator continued to ventilate the patient however, the patient was removed from the ventilator and placed on an alternate ventilator with no harm or injury. A review of the diagnostic logs indicates the device entered backup ventilation.